Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that nursing found that the maxzero connector leaked adriamycin chemotherapy medication during an infusion as there was a red/pink fluid found indicating it was the chemotherapy medication. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 2204-0007; 500ml baxter bag, (B)(4), lot number v18b24c, exp aug 19 0.9%; sodium chloride; 250ml baxter bag, (B)(4), lot number y267815, exp oct 19 0.9%, sodium chloride; one non bd ext set.

Event description:
The customer reported that nursing found that the maxzero connector leaked adriamycin chemotherapy medication during an infusion as there was a red/pink fluid found indicating it was the chemotherapy medication. There was no report of patient harm.

Manufacturer narrative:
The customer report that the maxzero connector leaked was confirmed. Functional testing and pressure testing resulted in leaking from the engagement between a concomitant primary set's male luer exit and the suspect valve. Inspection of the valve top component showed a microchannel/scratch within the interior diameter. The root cause of the microchannel which creates a fluid path is a manufacturing issue.

Event description:
The customer reported that nursing found that the maxzero¿ connector leaked adriamycin chemotherapy medication during an infusion as there was a red/pink fluid found indicating it was the chemotherapy medication. There was no report of patient harm.

Event description:
The customer reported that nursing found that the maxzero¿ connector leaked adriamycin chemotherapy medication during an infusion as there was a red/pink fluid found indicating it was the chemotherapy medication. There was no report of patient harm.